Event description:
During a lap nissen fundoplication, the activation blade broke off. The patient was x-rayed and the blade was not found. Another device was used to complete the case. There was no additional consequence to the patient.